Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during the load process. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was between 54-500 mg/dl.